Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer experienced high and low blood glucose level. Customer's blood glucose value was 450 mg/dl and 40 at the time of the incident. The customer was not assisted with troubleshooting for high and low blood glucose. Customer reported that big discrepancies in sensor readings, they did receive a calibration not accepted alert and change sensor alert. Red light emitting diode flashes every 2 seconds. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.